Event description:
A report was received that during a reprogramming session, the patient reported the bsn rep turned up the stimulation as the patient stood up which caused the patient to fall, hit his head against the wall and be knocked unconscious. The patient reported he was in excruciating pain while the physician pulled the trial leads. According to the bsn rep, the patient insisted on being reprogrammed while standing up. After reprogramming, when the patient sat down, there was a surge of stimulation and the pt fell down. The pt was screaming and the bsn rep disconnected the lead from the ets. The bsn rep and physician checked the pt's vitals, pulled the leads, and the patient was sent home doing well.